Event description:
The customer's mother reported on (B)(6) 2014 her daughter's blood glucose, carbohydrate intake and insulin history. Upon inspection she noticed the cannula was bent. The pod was removed and discarded.

Manufacturer narrative:
The product will not be returned for eval. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. No product lot number was reported therefore no qualification records were reviewed.